Event description:
It was reported that the wake button on the pump was not working for the fill tubing function. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.